Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a generator changeout procedure. Upon review, the right ventricular lead exhibited increased capture thresholds. The physician capped and replaced the lead during procedure on (B)(6) 2020. The patient experienced no adverse complications.